Manufacturer narrative:
(B)(4). Previously reported device code no longer applies. Corrected to device code 2883 relates to component code. (B)(4).

Event description:
It was further reported the angiojet® solent¿ omni catheter was being used in a thrombectomy treatment procedure in the femoral area. The device did not break off in the patient but rather stopped aspiration and received a "check saline" error. The procedure was completed with an angiojet solent proxi catheter. No patient complications were reported and the patient was stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the catheter broke. An angiojet® solent¿ omni was selected for use in a thrombectomy procedure. While the device was being used inside the patient the device broke. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
A visual examination identified solidified blood inside and out. The pump, hypotube, shaft, and tip were microscopically and tactile inspected. Inspection revealed numerous kinks in the outer shaft, with perforations at 65.5 cm, 67.5cm and 69cm from the tip of the device. Functional testing was performed by placing the device in the console, and water was found to be streaming out from the perforated outer shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported the angiojet® solent¿ omni catheter was being used in a thrombectomy treatment procedure in the femoral area. The device did not break off in the patient but rather stopped aspiration and received a "check saline" error. The procedure was completed with an angiojet solent proxi catheter. No patient complications were reported and the patient was stable.